Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an initial implant procedure, decreased capture threshold and increased pacing impedance were observed on the ventricular leadless pacemaker (lp) while testing following fixation. The lp was released from the deliver catheter, and no capture was observed. Fluoroscopy revealed the lp dislodged from the implant position and migrated into the right atrium. The lp was retrieved and discarded, and a new device was implanted to resolve the event. The patient was in stable condition throughout the procedure.